Event description:
It was reported that continuous glucose monitoring showed error message 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and successfully started new sensor session without error recurring.